Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one titanium low-profile port with a groshong catheter in two segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for reported catheter fracture and leak issue and the identified material separation, deformation and wear issues, as a complete circumferential break was noted approximately 8.0 cm from the distal end of the cath-lock and a circumferential split was observed approximately 9 mm from the proximal end of the distal catheter segment. The distal catheter segment measured approximately 11.3 cm in length. Both edges of the complete circumferential break appeared jagged, with regions of the break surface that were both granular and rounded. The edges of the circumferential split also appeared jagged. A leak from the circumferential split was observed upon infusion of the distal catheter segment. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately one week post port placement, the catheter allegedly broken. It was further reported that, the device was allegedly found leaking. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post port placement, the catheter allegedly broken. There was no reported patient injury.